Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap would not connect all the way onto the transfer set. It was further reported that there was a gap between the minicap and the transfer set which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.